Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at syringe. H3 other text : see h.10.

Event description:
It was reported that a molding defect occurred with a syringe solomed 5ml ll 22x1 w/sh sla. The following information was provided by the initial reporter, "as we always did, we opened the package, checked the plunger, vacuumed before injecting the medication. However, we never check if the syringe is in good condition, as you may have seen is at the back of the scale marking. Information received via email on (B)(6)2019: lot - 8313617. There was no piece of the material looses inside the package. There was no damage, only a new dose had to be given inthe next day. There was no medical intervention. There was exposure of the drug in the hands of the pharmacist, but the professional was wearing gloves and therefore no harm."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a molding defect occurred with a syringe solomed 5ml ll 22x1 w/sh sla. The following information was provided by the initial reporter, "as we always did, we opened the package, checked the plunger, vacuumed before injecting the medication. However, we never check if the syringe is in good condition, as you may have seen is at the back of the scale marking. Information received via email on (B)(6) 2019: lot - 8313617. There was no piece of the material looses inside the package. There was no damage, only a new dose had to be given in the next day. There was no medical intervention. There was exposure of the drug in the hands of the pharmacist, but the professional was wearing gloves and therefore no harm.".